Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: connecting tube was scratched, due to damage on the charged coupled device unit, a noise image occurs, due to a pinhole on connecting tube, water tightness was lost, adhesive on bending section cover was chipped, connecting tube had coating peeling and a wrinkle, image guide protector had a cut, switch 2 and switch 3 was worn, control unit and switch box had discoloration, control unit was sticky due to water leakage, due to wear of angle wire, bending angle in up direction did not meet the standard value, objective lens was shaved, due to adhesive peeling around objective lens, streak of flare appeared in the image, video connector case and the video connector was deformed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. According to the customer, the following details regarding the cds process were as follows for the control section, universal cord and connector: the device was cleaned, disinfected, and sterilized (cds) the product before it was sent in for repair, the customer had no idea about what the foreign material is, it¿s unknown if there was a delay in the start of the pre-cleaning, the external surfaces of the endoscope was cleaned with lint-free cloths/brushes/sponges or flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing and the customer had no concerns about the reprocessing.

Event description:
The customer reported to olympus that the rhino-laryngo videoscope had a horizontal line noise, screen flickers, b30 error code appeared several times, screen disappears and there is a scratch about 5-6cm from the tip. During evaluation, the following reportable issues were found: foreign body in the angle lever of the actuator, on the up down plate of the actuator, in the actuator body, and in the actuator switch box. There were no reports of patient or user harm. This MDR is being submitted to capture reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for evaluation. The customer's allegation was confirmed. Based on the results of the investigation, the foreign material could not be identified. Leakage of liquid from the control unit has been confirmed around the foreign object detection location. However, a definitive root cause for the remaining foreign material could not be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use which state: ·chapter 4 flow of reprocessing work for endoscopes and accessories ·chapter 5 reprocessing of endoscopes ·chapter 6 reprocessing of endoscopes using endoscope cleaning and disinfection equipment olympus will continue to monitor field performance for this device.